Event description:
The customer reported three patients had low sodium results and low-quality control on their au480 clinical chemistry analyzer. The patient results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found multiple hardware malfunctions. The fse replaced the peri-pump motor, the ise mixer circuit board, the cable and the tubing to resolve the issue. The fse performed calibration and quality control with acceptable results and verified the analyzer resumed normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).